Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance/repair. The atrial and ventricular patient connectors were broken, the patient connectors were replaced. It was also determined at analysis that the hanger assembly was worn and the lower case was cracked. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance, repair. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.